Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at both ends. A displacement of the stent could not be confirmed. The stent has clearly been expanded on both ends. Besides of its expansion, the stent is deformed at its proximal end, several stent struts are everted. The balloon is not well folded anymore and shows clear signs of inflation. Contrast medium residue was observed in the inflation lumen up to the distal balloon shoulder which implies that pressure has been applied to the stent system during preparation. Stent imprints are clearly visible on the exposed balloon surface, indicating that the deformed stent struts were initially crimped on the balloon. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention, i.e. Application of pressure prior to placement of the stent across the target lesion which is warned against in the IFU.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. During unpacking, it was noticed that the stent was damaged and displaced in a certain direction. To complete the intervention another stent was used.